Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) partially migrated out of the implant site. It was also reported due to the migration the icm exhibited undersensing and noise. A possible implant site infection was also noted. The icm was explanted and not replaced. No further patient complications have been reported as a result of this event.